Manufacturer narrative:
On (B)(6) 2025, patient reports that she is receiving treatment (steroid injections) for off and on lumps in the oral commissures and pain where the lumps are irritated by contact with her teeth inside her mouth patient was injected off-label with bellafill on (B)(6) 2023 in the oral commissures. Onset of lumps began on (B)(6) 2023. It is unknown at this time whether medical intervention is required to resolve the patient's issues; however, it is suspected due to the patient's statement. Injector states they will see the patient for exam and let us know status. No further information has been provided by the injector after multiple attempts. Per the bellafill instructions for use: bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. B3: date of event: 12/23/2025: date patient indicates that medical intervention is required to resolve issues. D6a: implant date: on (B)(6) 2023. Patient was injected in both on (B)(6) 2023 with a total of 6 yringes in the oral commissures. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Bellafill provider/injector: (B)(6).

Event description:
On (B)(6) 2025, patient reports that she is receiving treatment (steroid injections) for off and on lumps in the oral commissures and pain where the lumps are irritated by contact with her teeth inside her mouth patient was injected off-label with bellafill on (B)(6) 2023 in the oral commissures. Onset of lumps began on (B)(6) 2023. It is unknown at this time whether medical intervention is required to resolve the patient's issues; however, it is suspected due to the patient's statement. Injector states they will see the patient for exam and let us know status. No further information has been provided by the injector after multiple attempts.